Event description:
It was reported that the dexcom g7 continuous glucose monitor experienced intermittent communication and signal loss with the ilet system, showing pairing attempts and loss-of-signal indicators, and the user was advised on cgm reconnection behavior and use of bg run mode with manual entries if disconnection persisted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with the device component implicated as the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.